Event description:
Patient mid-70¿s male for flexible & argon plasma coagulation for removal of foreign material in airway. During case, the handle of the endoscopic scissors broke. A new unit was used.